Event description:
Alleged the unintentional movement of the beds head section function.

Manufacturer narrative:
The facilities biomedical technician isolated the cause of the unintentional movement to the left siderail control board. The control board was replaced to repair the bed.